Event description:
Monitor alarmed. Nurse pressed silence button on monitor and monitor went blank. She turned monitor back on. A while later monitor alarmed again. Again, nurse pressed silence and monitor went blank. Logs were downloaded and sent to ge.